Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's (B)(4) regarding a check heater line alarm on the homechoice (hc) during fill 1. While troubleshooting, the alarm reoccurred and the home patient (hp) stated that there were some gaps in the patient line. The hp was advised to start over with new supplies. There was no patient injury or medical intervention reported. Upon follow-up with the hp, she stated that the alarm was resolved and she did not know what caused the air in the line. The lot number and sample were not provided.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.